Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis without the manifold/hub. A visual and tactile examination found a break in the hypotube shaft approximately 840mm proximal from the mid-shaft bond, as a result of a severe kink in the hypotube shaft. The hypotube appears to have broke due to the application of excessive force which may have initially kinked the device and then resulted in the hypotube breaking. A visual examination of the crimped stent found that the distal and proximal ends of the stent body were damaged with stent struts lifted upwards from the stent profile. The distal end of the crimped stent received damage where the struts appear stretched out of position, while the proximal edge shows signs of bunching & overlapping of the stent struts. Based on the complaint report, the analysis and the type of damage evident; it may be possible that the damage occurred to the crimped stent during an attempt to withdraw the device under excessive resistance. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-04722. Reportable based on analysis completed on (B)(4) 2014. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. A 26x2.5mm, eccentric target lesion containing a lesion bend of >45 and <90 degrees was located in the severely tortuous and severely calcified left anterior descending artery. A guide wire crossed the lesion and pre-dilation was performed. A 2.75x28mm promus element ¿ drug eluting stent was then advanced but failed to cross. A smaller 2.50x28mm promus element ¿ drug eluting stent was advanced but also failed to cross the lesion. The procedure was completed with a non-bsc stent. No patient complications were reported and patient's status was stable. However, returned device analysis revealed hypotube break and stent damage.